Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7fr sheath hole prior to a endovascular therapy (evt) procedure. Reportedly, the prostyle was difficult to remove and the suture was noted to not have detached from the o-ring. The suture was cut and the device was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16fr sheath and the evt procedure was completed. Hemostasis was achieved with the pre-placed prostyle device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.